Event description:
It was reported that the nurse was unable to move the bd posiflush¿ normal saline syringe plunger during the infusion. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "reported that while on a visit to customer facility (B)(6) 2019, a nurse stated that they experienced issues with product, "unable to infuse or move the plunger of the syringe. The customer advised this issue occurred 2 weeks prior to the visit."

Manufacturer narrative:
H.6. Investigation summary since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure. A device history review could not be completed as no batch number was provided.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the nurse was unable to move the bd posiflush¿ normal saline syringe plunger during the infusion. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "reported that while on a visit to customer facility (B)(6) 2019, a nurse stated that they experienced issues with product, "unable to infuse or move the plunger of the syringe. The customer advised this issue occurred 2weeks prior to the visit."